Event description:
It was reported the bronchovideoscope had no image and an error appeared. The event occurred during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No new information has been provided by the customer.

Manufacturer narrative:
Updated: b5, d9, h2, h3, h6, h11. The device was returned to olympus for inspection. In addition, the investigation found that the electrical connector contact pin has moisture residue and displays a communication error (b30), the charged coupled device (ccd) image is misaligned. Based on the results of the investigation, the most probable cause of the reported failure of "no image showing up" is due to the communication error (b30) charged coupled device, of image misaligned. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor the field performance of this device.